Event description:
Customer called to report a pressure dome leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a pressure dome/transducer that had burst during a patient treatment around 190ml whole blood processed. Single needle vortex port flowing at 20-25ml/min. Service order number: (B)(4) dispatched for the decontamination of the instrument and service for serial number (B)(4). Customer returned product for investigation and provided some photos for eval.

Manufacturer narrative:
Batch record review of lot b330 was conducted. There were no non conformances related to this event type. Lot met release requirements. Complaint lot review conducted and no add'l complaints for pressure dome leak were reported to date for this lot. No trends were detected. Service order (B)(4). On (B)(4) 2013, service engineer cleaned blood spilled and decontaminated pump deck 10% bleach. Found blood pump damaged with blood spilled and ordered pump motor and pump head assembly. Service engineer returned to customer site on (B)(4) 2013 and replaced pump motor, pump head assembly and accelerometer assembly. Repairs returned instrument to expected operation. All required documentation was given to the customer. The returned was received for analysis. All 2 pressure domes had a diaphragm and those diaphragms were all fully seated. No bubbles were seen around the pressure dome, indicating no leaks. A scuff was seen on the left side of the red cell pump tubing segment; an indication that the operator may have had difficulty installing that tubing into the red cell pump head. Testing also showed that the root cause for the leak was not a kit malfunction but rather an operator error. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).